Event description:
The ortho summit processor instrument reportedly did not pipette reagent (sulfuric acid) and did not generate an error message. No death or serious injury was associated with this incident.